Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported three (3) false positive results with the determine hiv-1/2 ag/ab combo test kit performed on various dates. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknow date using fingerstick sample type. No information on confirmation testing was provided. Although requested, no additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: patient was confirmed not pregnant. New information was provided on patient demographics, based upon this new information, this complaint is no longer a reportable event. B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported three (3) false positive results with the determine hiv-1/2 ag/ab combo test kit performed on various dates. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknow date using fingerstick sample type. No information on confirmation testing was provided. Although requested, no additional information, including treatment and outcome, was provided.

Event description:
The customer reported three (3) false positive results with the determine hiv-1/2 ag/ab combo test kit performed on various dates. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date using fingerstick sample type. No information on confirmation testing was provided. Although requested, no additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. During the time of this complaint and as part of an investigation into preliminary false reactive results, a field product correction impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots, however the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Complaints against these trend codes will continue to be monitored to identify and track any out of trend / unexpected performance at the lot and product family level. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level.